Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device had an error message reported in latitude, of premature battery depletion error. It was requested to have a technical service (ts) consultant review the device data. Ts confirmed device is depleting prematurely and provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information received indicates that the device was explanted and replaced without incident. The explanted device is expected to be returned for evaluation. The product has been returned, and analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device had an error message reported in latitude, of premature battery depletion error. It was requested to have a technical service (ts) consultant review the device data. Ts confirmed device is depleting prematurely, and provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As of today this device has not been received for analysis. If it is received the device will be analyzed and an updated report will be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device had an error message reported in latitude, of premature battery depletion error. It was requested to have a technical service (ts) consultant review the device data. Ts confirmed device is depleting prematurely and provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information received indicates that the device was explanted and replaced without incident. The explanted device is expected to be returned for evaluation.